Event description:
Chloraprep 1.5 ml one-step prep pad activated as per protocol. When swiped across the patient's arm, it caused 4 small micro lacerations to the left forearm and hand. Staff felt this was from small shards of the ampule popper inside that caused the tiny cuts. No stitches or major treatment required to treat these.what was the original intended procedure?left sided frontal parietal craniotomy for evacuation of subdural hematoma.